Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while attempting to acquire vascular access with a sheath, the introducer fragmented into three pieces. The sheath tubing detached within the patient as well and needed to be removed via surgical intervention. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.